Event description:
Pt tested on the suspect device with an inr result greater than 8.0. Lab inr was 2.3. No treatment alleged. Controls were in range. The reporter declined to have the device replaced.